Manufacturer narrative:
Intuitive surgical inc (isi) reported to erbe USA under RMA 302784170060 "investigation details: the unit was returned for failure analysis but the reported failure (patient get burned) could not be reproduced. Due to the nature of the failure reported no root cause could established. The unit energized a cauterized and all ports recognized instruments. As a safety precaution the unit will be returned to OEM for further investigation. Visual inspection: the unit has no significant scratches or dents. The front bezel is in decent condition." Therefore, per isi, the involved esu is in the process of being returned to erbe USA for inspection/testing. No anomalies were found in the device history record (DHR) of the unit. There are numerous possible causes and factors involved in event (e.g., the units nuetral electrode safety system (nessy) setting, the neutral electrode's functionality, the burn/necrosis being an allergic reaction, etc.). Therefore, at this time, no conclusive determination could be made as to the cause of the incident. If an erbe equipment problem is found that may have caused or contributed to the event, then a follow-up report will be filed.

Event description:
Per the user facility report number (B)(4): "surgeon was performing robotic surgery. The surgeon noticed the monopolar scissor was not working correctly. The nurse changed out the scissor and the monopolar cord. The scissor still would not work appropriately. The nurse then looked at the megadyne neutral electrode pad on the patient's thigh. She saw that the thigh had a burn on it along with the pad. She removed it immediately. The machine never gave a visual or audible alert. The machine was lit up with all green lights like the pad was attached and working appropriately." Additionally, the involved megadyne neutral electrode was model number rs271a30, article number 0855c, lot number 2408122405. No information was provided regarding any other accessory used in the operation. Also, the esu settings used were not provided. The severity of the burn was not diagnosed. However, the burn/necrosis was treated with xeroform gauze, ointment, and a bandage. The patient is currently recovering well.

Event description:
Per the user facility report number (B)(4): "surgeon was performing robotic surgery. The surgeon noticed the monopolar scissor was not working correctly. The nurse changed out the scissor and the monopolar cord. The scissor still would not work appropriately. The nurse then looked at the megadyne neutral electrode pad on the patient's thigh. She saw that the thigh had a burn on it along with the pad. She removed it immediately. The machine never gave a visual or audible alert. The machine was lit up with all green lights like the pad was attached and working appropriately." Additionally, the involved megadyne neutral electrode was model number rs271a30, article number 0855c, lot number 2408122405. No information was provided regarding any other accessory used in the operation. Also, the esu settings used were not provided. The severity of the burn was not diagnosed. However, the burn/necrosis was treated with xeroform gauze, ointment, and a bandage. The patient is currently recovering well.

Manufacturer narrative:
Intuitive surgical inc (isi) reported to erbe USA under RMA 302784170060 "investigation details: the unit was returned for failure analysis but the reported failure (patient get burned) could not be reproduced. Due to the nature of the failure reported no root cause could established. The unit energized a cauterized and all ports recognized instruments. As a safety precaution the unit will be returned to OEM for further investigation. Visual inspection: the unit has no significant scratches or dents. The front bezel is in decent condition." Therefore, per isi, the involved esu is in the process of being returned to erbe USA for inspection/testing. No anomalies were found in the device history record (DHR) of the unit. There are numerous possible causes and factors involved in event (e.g., the units nuetral electrode safety system (nessy) setting, the neutral electrode's functionality, the burn/necrosis being an allergic reaction, etc.). Therefore, at this time, no conclusive determination could be made as to the cause of the incident. If an erbe equipment problem is found that may have caused or contributed to the event, then a follow-up report will be filed.